Manufacturer narrative:
The insulin pump was received with o-ring in place and reservoir tube locked in place properly. The pump was received with motor error alarm and motor position encoder error alarm during rewind due to motor encoder out of phase.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the o-ring in the reservoir compartment was missing. The customer mentioned that the insertion in her reservoir would not lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.